Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) sooner than expected and was felt to have exhibited premature battery depletion (pbd). Device replacement was planned for a future date. No adverse patient effects were reported. Available information indicates this product remains implanted and in service.

Event description:
It was reported that device replacement has not yet been scheduled by the physician. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.